Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was insulin where the cartridge connects to the pump and on the casing. Reportedly, the leak appeared to be coming from the base of the cartridge. Customer's blood glucose level was not impacted. The customer was able to changed the cartridge successfully and resume insulin delivery.